Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to latch into monitor) was confirmed. As received, the battery pack was unable to latch into a monitor due to a damaged latch. Additionally, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. The root cause for the damaged latch was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's battery would not latch into their monitor.